Event description:
It was reported that during a ptca procedure for instant restenosis, in which two balloons were used simultaneously, the nc viva balloon became entrapped in the guide catheter and was removed without incident. No pt injuries or complications occurred.